Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: va1wts8, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 10-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their implant surgery was a traumatic experience because they could not get the lead in the nerve appropriately. The consumer noted they needed to give them numbing shots ten times and they had to stab them fifty times to find the nerve; it was painful. The patient said the healthcare provider (hcp) told them they have a strangely formed sacral nerve. The patient said they still have pain/soreness at their implant site which especially occurs when they are exercising/jogging. The patient also has pain in the left side of their vagina and tried increasing stimulation before calling. At the time of the call, the patient didn't have their equipment with them so the call center reviewed the option of switching programs; a tutorial was then sent to the patient on how to do so. No further patient complications have been reported as a result of this event.